Event description:
Deflation resulting in explantation.

Manufacturer narrative:
The following updates were made to the report: date of this report, manufacturer name, city and state, contact office - name/address/phone number, type of report,) type of reportable event,) if follow-up, what type,) unchecked evaluation summary attached. Evaluation summary was removed as an attachment. The evaluation summary is as follows: explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak.

Event description:
Deflation resulting in explantation.